Event description:
It was reported that a malfunction alarm occurred. Customer will continue to use current pump for insulin therapy or will revert to an alternate pump if needed. There was no adverse impact to the customer's blood glucose level.